Manufacturer narrative:
Upon completion of the investigation it was noted that although it is not possible to determine the exact root cause it is likely that the problem was due to operator error. Per the requirements of the specification the operator is required to count the amount of surgical strips prior to sealing them in the package. The lot records review did not detect anything out of the ordinary. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Kit packer reported that they received 11 neuro sponges instead of 10 creating a possible hazard.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures.

Event description:
Kit packer reported that they received (B)(4) neuro sponges instead of (B)(4) creating a possible rfo hazard. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.